Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm was observed during testing. A scratched display window, cracked case and cracked reservoir tube lip also noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared, and it also had an unresponsive keypad. The blood glucose reading was 188 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.